Manufacturer narrative:
This MDR is filed because of the potential for contamination of the sterile field during surgery. There was no failure of the product or packaging.

Event description:
Improper sterile technique was used when transferring the apex-link acetabular liner onto the sterile field.